Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5086mri-52, lead, (b)(5) 2014. (B)(4).

Event description:
It was further reported that the patient presented to the emergency room after feeling a device shocking sensation.

Event description:
The patient presented to the emergency room complaining of pocket stimulation. Interrogation of the device showed that both the right atrial (ra) lead and the right ventricular (rv) lead had switched to unipolar for low impedance measurements. Both impedances were measured to be 76 ohms bipolar and after switching to unipolar they were the same at 133 ohms. Other measurements were within range of expected. The device switched to unipolar pacing. Outputs were programmed down in case the issue re-occurs, the patient we likely feel the pocket stimulation. The representative was very confident that the lead connections were not the issue per the circumstances and implant technique. The patient will be monitored closely. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and that the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.